Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing, noise, low impedance, and a possible insulation issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.